Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarms occurred. During troubleshooting with tandem technical support (cts) instructed customer to reset the pump. Subsequently, when the customer was loading new supplies, the display became frozen when detecting the cartridge. Cts instructed customer reset the pump once again and another malfunction occurred. In addition, it was reported that multiple cartridge alarms occurred (alarm 5 and alarm 24). Lastly, the customer reported that a temperature alarm occurred and the pump was not exposed to extreme temperatures. There was no impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.